Event description:
A confirmed (B)(6) advia centaur xp hbsag result was obtained on a patient sample and discordant when compared to repeat testing. The customer performed repeat testing based upon an initial (B)(6) hbsag test result. The repeat hbsag result was (B)(6). The (B)(6) result was reported. There was no report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) advia centaur xp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found no system issues. Sample handling or preparation may be a contributing cause. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.